Event description:
Pt's wife reports that the safety guards on the needle are too loose, she has stuck herself while trying to dispose of them. States that the wings are also too loose and do not hold the needles in place. Unk if wife experienced adverse event due to being stuck by needle. Dates of use: from "(B)(6) 2018" to ongoing. Diagnosis or reason for use: common variable immunodeficiency.